Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretching and balloon separation were confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - code 2017 - against resistance has been removed.

Event description:
It was reported that the procedure was to treat a lesion in the right common iliac artery (cia) and a chronic total occlusion in the left common iliac artery with heavy calcification. The 7mm armada 18 balloon dilatation catheter (bdc) was used in the procedure; however, the balloon ruptured during the initial inflation at 10 atmospheres (atm). Therefore, the bdc was removed from the patient. A 7x40mm armada 35 balloon dilatation catheter (bdc) was used to continue the procedure. The balloon was inflated to 10 (atm) for 10 seconds without issue. When retracting the balloon back into the introducer sheath, resistance was noted and modest force was applied. The radiopaque marker moved towards the introducer slowly, which led to the operator believing that the balloon was retracting. However, the balloon became elongated and stretched and then broke into two pieces. The armada device was pulled out of the patient with approximately 4/5ths of the balloon still attached to the device. The distal 1/5th along with both radiopaque markers were left inside the patient, still on the non-abbott guide wire (gw). Several attempts were made to remove the remaining balloon parts from the patient including use of lassos and forceps and the proximal radiopaque marker was able to be retrieved; however, the distal marker and the remaining parts of the balloon were attached at the vessel re-entry point could not be removed. The remains of the balloon and the distal radiopaque marker remained in the patient. There was no clinically significant delay reported in the procedure. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - against resistance. The additional device referenced in b5 is filed under separate medwatch report number.